Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the liner was difficult to seat in the cup. The procedure was delayed 30-45 minutes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.